Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was due to the customer choosing not to deliver insulin due to a fill estimate training issue reported. The customer was uncertain if pump was functioning as intended. During troubleshooting with tandem technical support, it was determined that the pump was functioning as intended. The customer delivered a correction bolus to address high bg.